Manufacturer narrative:
Qc recovery was acceptable with no indication of a performance issue with the reagent. It was found that the customer's instrument water supply tanks had bacterial contamination. The source of contamination was unknown. The field service engineer adjusted the rinse mechanism and decontaminated the instrument. He then performed operational and mechanical checks and the instrument was performing within specifications. The customer performed qc and it was acceptable. The root cause was consistent with an environmental issue (bacterial contamination of the water supply tanks). The service actions (adjusting the rinse mechanism and decontaminating the instrument) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The cobas pro c503 analyzer serial number was (B)(6). Investigation is ongoing.

Event description:
We received an allegation about disrepant results for 1 patient's sample tested with calcium (ca2) assay on a cobas pro c503 analyzer. Initial result: 7.38 mg/dl. 1st repeat result: 9.38 mg/dl. 2nd repeat result: 9.48 mg/dl. This value was deemed correct. The laboratory has an internal protocol to repeat all samples.